Event description:
Customer reported several bubbles in his reservoir. The customer also reported that the process to change the infusion set and reservoir was difficult. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.